Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the rubber on the module's rear housing and clip had worn significantly and there was a separation at the sleeve. A minor surface tear was also found on the sleeve for the patient interface cable (pic). Functionally, the module passed all tests. The pic was tested via connection to a separate, known, and good test module, monitor, and sensor simulator. All simulated electrodes were recognized in the sensor through pic. It was reported that the device had poor and intermittent readings. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the module had a damaged rear clip rubber, and a crack in the host cable sleeve. The reported issues were confirmed. The most likely cause was traced to a component. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during pre-operative, the device had poor and intermittent readings, damage to the rear clip rubber, and a crack in the host cable sleeve. There was no patient involved.